Event description:
It was reported that during a pci treatment procedure, balloon removal difficulties were encountered. The customer stated that, "after dilatation of the quantum maverick 3.25 x 8 in pt 's [left circumflex] lcx, physician experienced great difficulty in withdrawing the q maverick as it was stuck with the atw 0.014" guidewire. Physician had to withdraw the whole guidewire system with the quantum maverick to remove the quantum maverick out from pt. Pt was stable throughout the entire event." The procedure was successfully completed with a different device. No pt injuries or complications were reported.